Event description:
My husband has a st jude aortic valve device that is not working correctly and will need to be replaced. He was given this device during open heart surgery in (B)(6) 2008. For the last 2 yrs, he hs had several episodes of passing out, and losing all control of bodily functions, as if he were having a heart attack. The last couple of echos that he had on his heart shows that the valve is leaking and narrowing so that it is letting too much blood flow out. This has caused him to have shortness of breath, fluid retention over the last couple of yrs. Model number of the device is bsp100-21, serial number (B)(4). Implanting physician was (B)(6) at the facility of (B)(6). It has only been 4 and half yrs since the device was implanted, and current cardiologist states that it is very unusual that this device would fail this soon. My husband was told that he didn't have to take coumadin, blood thinners, because it is a pig valve. He was put on blood thinners for some time as a precaution for stroke risks, but doesn't currently coumadin. I saw another issue on this website concerning this same valve at - (B)(6). Has there been a recall on this valve, I have not been able to find that.